Manufacturer narrative:
The team in (B)(6) has not relayed any further clinical details as requested. The product was discarded. Should more details be shared which lead to a root cause, a final report will follow.

Event description:
A patient of unknown age was admitted to a medical center in (B)(6) in (B)(6) of 2021 suffering from cardiogenic shock. The medical team placed an impella cp for hemodynamic support during cardiac angioplasty. The support was successful, the pump was then weaned and explanted. Months later the jpvad registry noted access site bleeding throughout the entire support of 69 hours. The bleed was treated by blood cell infusion of an unknown amount.